Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) evaluated the device and verified the alleged issue. (B)(4) was not authorized to repair the device. Reportedly, the customer would have the battery replaced by an alternate organization.

Event description:
The customer reported that the ventilator was failing the power fail test and battery test during performance verifications test. The battery was not charging. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.